Event description:
A nurse reported the end user had shortness of breath and was transferred to a critical care unit due to the related possible reaction to product approximately one year ago occurring in the (B)(6) of 2013. It was stated "the possible involved product was the (B)(4) fistula and wound pouch ".

Manufacturer narrative:
Based on the available information, the event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).